Manufacturer narrative:
A patient experienced random shocks while charging and walking was reported to abbott. As a result, the ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experiences random shocks while charging and walking. In turn, surgical intervention may be pending.